Event description:
It was reported that the surgeon was unable to get the corresponding liner to lock into the acetabular cup. After several attempts, the cup was removed from the pt and it was discovered that the ring locking mechanism wasn't working properly.

Manufacturer narrative:
Eval summary: it is likely that the tabs were not checked to be freely floating in the locking ring window prior to liner placement and impaction, which caused damage to the locking ring and inability of the liner to seat due to impingement; however, this cannot be stated with certainty. Eval: caliper measurement of the shell confirmed that the device was within specifications where measured. The locking ring is twisted and bent. The locking ring tabs are no longer co-planar and one of the tabs is fractured and missing the tip. Burnishing patterns on the inside of the cup suggest that one end of the locking ring was not within the locking ring groove of the cup and was being pulled down into the cup. This pattern also indicates that the locking ring tabs were not within the locking ring window. This scenario would also explain the fracture of the tip of the locking ring tab. The end portion of the locking ring being pulled out of the groove and levered down may have caused half of the tab to get caught in the groove of the cup and fracture. Device history records indicate all components were mfg and inspected to specifications. No mfg abnormalities could be detected.